Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received without a 3.5 mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Since the sulu was not received for evaluation a pmv representative sulu was used for testing. The representative sulu was loaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure, when the surgeon was ready to close the tissue, it did not clamp. The surgeon tried clamping it several times but it did not work. A new device was used to complete the procedure. There was no patient injury.